Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that in november 2022 the patient had been hospitalized with diabetic ketoacidosis (dka). The blood glucose levels were reported to be over 13.9 mmol/l. The patient was getting a flu shot and had high bg's at the time. The next day they still had high bg's and became unresponsive and disoriented due to hyperglycemia. The patient went to the hospital and was treated with intravenous fluids and insulin. The patient was released after a week. Additionally, the patient reports that they had a heart attack.